Manufacturer narrative:
On march 21, 2018 the device was evaluated by haemonetics field services. The pcs®2 was found to meet all specifications, there were no issues observed on the device. The information related to the plasma collection procedure was reviewed, and it was determined that there is no clinical link between the plasma collection procedure and the donor's hospitalization and fatality. The plasma collection procedure was completed successfully and the donor left the center in good health.

Event description:
On march 6 2018 haemonetics was notified of a donor hospitalization event following a routine plasma donation procedure which had taken place on (B)(6) 2018 using the pcs®2 plasma collection system. Octapharma was initially notified incorrectly by the donor's family that the donor had died following the plasma donation, but it was discovered that the donor was sent to the hospital. Octapharma provided additional procedure information; the plasma donation was completed successfully and the donor left the center in good health. It was reported to octapharma that the donor was found to be unresponsive and transported to the hospital within 24 hours of the last plasma donation on (B)(6) 2018. Octapharma was notified by a funeral home that the donor had died on (B)(6). The pcs®2 device was evaluated by haemonetics field services on march 21 2018, there were no issues found, the pcs®2 meets all manufacturing specifications.